Event description:
The user facility reported a screw fell out of the overhead light onto the surgical drape during a sterile case. The facility biomed found the screw and installed it back into the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A review of the service history for this unit indicates that steris has never performed service on the harmony led 585 surgical light. The light was installed in august of 2011 and has not been under steris warranty since (B)(4) of 2013. The light is maintained by the facility's biomedical department. Following the reported event, the hospital requested that steris inspect the lights in each of their or rooms. However, upon receiving a quote for the inspection the hospital determined their biomed department would perform all inspections. The harmony led 585 surgical light operator manual (8.1) indicates that at each pm inspection a trained and qualified service technician or biomed should "inspect plug buttons, fasteners, covers and other components that may attach to the camera or arm or system arm components". The recommended interval for pm's is a minimum yearly basis and should be increased with light usage as needed. No further issues have been reported.